Event description:
It was reported that one moth post implant, the atrial lead was not capturing at full output and not sensing any p-waves. The lead appeared to sense far-field r-waves which occurred with v sensing and v pacing. The atrial lead appeared fine on x-ray, with the exception that the atrial placement was a little low. The physician decided to explant the lead and replace it with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guide tooth was damaged, and there was apparent explant damage.